Event description:
Total knee replacement in different facility in 2007. Post op infection occurred, antibiotics started. Post op course complicated by cva and 2nd admission for infected knee requiring total knee arthroplasty and explant of prosthesis in 2008. Antibiotic administration continues.